Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: (other) used in place of previously used (low readings), (other) used in place of previously used(increased sensitivity)

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a constant upstream occlusion message. There was no patient involvement.